Event description:
Nipple on impactor broke off, could not find broken piece, possibly left in patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.